Event description:
Hosp contact reported a malfunction by phone to s&n on 04/06/2000. Contact stated that a portion of the laparoscopic graspers tip broke free from the device during surgery. Piece was not noted as having come free by the surgeon and was left in the body. Standard post-op x-ray noted the metal fragment. Customer reported no pt injury or complications as a result of this situation to date.